Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the stent moved on the balloon. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent unraveled from the balloon, and a portion of the stent appeared raised from the balloon. Stent damage was also noted. The device was successfully removed from the patient, and the procedure was completed using an alternate device. No patient complications reported.